Event description:
The anesthesia circuit for co2 readings during procedure failed. Circuit had to be exchanged emergently during procedure. More than one circuit has failed in similar manner but packaging was not saved to produce lot numbers. On close examination of co2 line it was discovered that the luer adaptor at the detector end was crimped. It appears to be a manufacturing defect caused by the way the tubing was attached to the luer lock.